Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump support ongoing for weeks for the patient admitted in with known cardiac history and awaiting ventricular assist device (vad) device for care escalation. The pump lost optical signal but, there was no explant as the team awaited vad device. The signal loss was investigated in the pump, and the team concluded the automated impella controller needed to be investigated as well.

Manufacturer narrative:
Additional information has been provided in d9. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: added devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the placement signal not reliable (event set # 1036) was due to the optical pressure measuring unit malfunction.